Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d274drg implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed an infection and became septic. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.